Event description:
Rn was treating patient today and had completed extracorporeal photopheresis (ecp), flushed neostar central venous catheter lumens using blunt cannula as per um protocol. She noted when flushing white lumen that the fluid came dribbling back out of the pre-pierced opening in the diaphragm of the carefusion maxguard pre-slit injection port cap as she flushed. (This cap may have been applied the previous day.) Patient said that this leakage when flushing had happened before in blood draw lab. Rn also witnessed the leakage; it was definitely from the slit in the diaphragm of the port, not at the luer connection. This injection cap is fairly new to ecp. Previously we had been using the green pre-pierced injection caps (none available on unit at this time). Rn removed the leaking cap and replaced with the one green cap left on ecp unit. The leaking cap was saved but packaging was not available. No leaks noted at time of patient d/c home.at least four more reports of the same issue were received.what was the original intended procedure?infusion.device #1is this a laboratory device or laboratory test?no.